Manufacturer narrative:
Findings: pump received unable to do all functional testing except the displacement and current test due to broken reservoir tube lips noted. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. No missing segment/partial display during test. Received with pump cracked case at the display window corner, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.